Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing chest pain. Further review showed this right ventricular (rv) lead was exhibiting loss of capture at 5v. It was suspected the lead had caused a partial perforation, but an x-ray could not confirm this. There was no evidence of an effusion or hemothorax. The rv lead was repositioned and the patient no longer experienced any symptoms. This rv lead remains in service. No additional adverse patient effects were reported.